Event description:
It was reported that after using bd vacutainer® pst¿ gel and lithium heparinn 83 units, erroneous results were seen with an unspecified number of tubes after patients were injected with dye used for CT scans. Recollection occurred. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k954592. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. Investigation summary: bd did not receive any photos or samples for investigation. Bd was unable to duplicate the customer¿s indicated failure modes ER (troponin) and poor barrier separation because lot numbers of material in question are unknown. The affected lot(s) must be specified by the customer in order to perform clinical testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint is not confirmed for the customer indicated failure mode: ER (troponin) and poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.